Event description:
The " rapid gas loss" alarm sounded from the pump. No leak was noted. The pump was changed and there were no further problems. The iab was not returned to datascope for evaluation. The iab was discarded by the facility. (Event complications: unknow-reported 05/06/97.) (Pt's current status: unk-reported 05/06/97.)